Event description:
Patient reported undergoing a knee arthroplasty in (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012, due to loosening. During revision, surgeon noted that the tibial components did not appear to be fixed at the cement/implant interface.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The insert states: # 4. Loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity. The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR one of two (1825034-2012-00110) for this event.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for and date of the revision procedure. This follow-up report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00109-2 / 00110-2).

Manufacturer narrative:
Legal department received x-rays on (B)(6), 2012. Evaluation of the x-rays indicated there was no evidence of gross loosening. Without further information, no definite conclusion can be made as to the cause of the complaint. (B)(4).

Event description:
Patient reported undergoing a knee arthroplasty in (B)(6) 2010. Patient reports he returned to his doctor¿s office complaining of knee pain. Upon review of imaging, the patient reports his doctor recommends a revision due to alleged adhesive failure and loose tibial tray.